Event description:
Rn wore gloves for first time for approximately 20 minutes and was fine. Rn and reporter noticed residue on hands after removing gloves. Rn had eye irritation causing itch within 10-20 minutes of glove removal. Touched face; lips swelled, eyes itched, experienced hives on face only, and started sneezing. Rn cannot remember washing hands before touching face. Went to ER and was given prednisone, eye drops and benadryl. Continued with prednisone and had "eye grits" for 4 days after incident.